Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor had no electrode. Customer was not sure if the electrode is inside the body. The customer cannot recall their blood glucose reading. Troubleshooting was performed. When the customer pulled out the sensor, there was no electrode. Customer had three sensors without electrode. Sensor will not be returning for analysis.